Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report mitral stenosis. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 3-4. The baseline pressure gradient was at an unspecified grade. During leaflet grasping the pressure gradient increased to 6-7 mmhg. The clip was implanted, mr was reduced to <1, however the pressure gradient increased to 10 mmhg. The pressure gradient is being monitored. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.